Event description:
It was reported that during a sleeve gastrectomy procedure, during the first firing on the stomach, the staple did not form patient side. Green reload was used. The doctor proceeded to suture the staple line closed. He continued using the same gun with no further issue. Suture was used to close the staple line and complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.